Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device was dropped and the pump screen stopped working. The customer's blood glucose level at the time of incident was 209mg/dl. The customer was advised the pump would have to be replaced and returned for analysis. The customer decided they would continue to use current device and revert to manual injections if need be. The customer was advised to call back at call back if they need to arrange for continuation of therapy pump. No further assistance was provided at this time.